Event description:
It was reported that an expired promus rx 4.0 x 8mm device was inadvertently used to perform a coronary stenting procedure in an unknown vessel with satisfactory results. The anatomical description and condition of the vessel and patient information were not provided. The date of the stent implant procedure was (B)(6) 2011 and the expiration date of the device was 8/16/2011. The expired product shelf life dating was noticed after the procedure was completed. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, additional information provided indicates that the stent was deployed satisfactorily in the proximal right coronary artery. No complications were experienced by the patient after stent implantation and the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) use after expiration the product and its packaging were not returned; therefore, the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the lot history record for this lot was conducted and all labels indicated an expiration date (use by date) of 16-august-2011, which is 24 months from the date of manufacture (17-august-2009), as specified in the product specification. This confirms that the product was labeled correctly and based on the reported information the product was used 6 days past the labeled expiration date. It should be noted that the promus instructions for use states: do not use after the use by date. The expiration date of the product is important for the sterility, efficacy and performance of the device. Although, the exact cause of why the product was used after expiration could not be determined from the reported information, it appears that use error likely contributed to the reported incident. A search of the lot history record indicated no relevant non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.